Event description:
As reported, the balloon of a 6/7f mynx grip vascular closure device (vcd) did not inflate during prep. Therefore, the product was not available and manual compression was performed for twenty minutes and patient recovered. The issue occurred during prep. There was no reported patient injury. The device was used in a percutaneous coronary intervention (pci). The device was prepared and used in accordance with instructions for use (IFU) and was opened on a sterile field. There were no visible signs of device/package damage prior to use. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. The procedure used a retrograde approach. The femoral artery¿s suitability was verified on angiography, including the insertion angle of 30-45 degrees of the unknown vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium or plaque. There was no stent near the puncture site. The vessel did not have stenosis greater than fifty percent at the puncture site. The target femoral site was not previously closed with any closure less than thirty days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynx grip. The device was stored per instructions for use (IFU). There was no vessel tortuosity at the femoral site. The patient was not morbidly obese. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will be returned for evaluation. Addendum: product evaluation revealed a leak in the balloon.

Manufacturer narrative:
As reported, the balloon of a 6/7f mynxgrip vascular closure device (vcd) did not inflate during prep. Therefore, the product was not available and manual compression was performed for twenty minutes and the patient recovered. The issue occurred during prep. There was no reported patient injury. The device was used in a percutaneous coronary intervention (pci). The device was prepared and used in accordance with the instructions for use (IFU) and was opened on a sterile field. There were no visible signs of device/package damage prior to use. The physician achieved certification on the use of the mynx and has used the device several times prior to this procedure. The procedure used a retrograde approach. The femoral artery¿s suitability was verified on angiography, including the insertion angle of 30-45 degrees of the unknown vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium or plaque. There was no stent near the puncture site. The vessel did not have stenosis greater than fifty percent at the puncture site. The target femoral site was not previously closed with any closure less than thirty days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynxgrip. The device was stored per the IFU. There was no vessel tortuosity at the femoral site. The patient was not morbidly obese. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the shuttle was engaged with the black handle. The syringe was connected to the device with the stopcock open. The sealant remained in manufactured position exposed to blood. The advancer tube was observed to have remained in the manufactured position as received. The procedural sheath was not returned with the device. Leak testing was performed on the balloon of the returned device per the mynxgrip IFU. The results revealed a leak in the balloon. Visual inspection at high magnification revealed a longitudinal tear in the balloon of the returned device. A product history record (phr) review of lot f2209801 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon inflation difficulty during prep¿ was confirmed during product analysis since a tear was found on the balloon. The event was updated to ¿balloon loss of pressure at prep.¿ however, the exact cause of the tear found could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is not possible to determine what may have contributed to the issue reported. However, handling factors during prep are possible. This type of tear is typically observed when the balloon comes into contact with calcification and/or other procedural devices (such as a damaged procedural sheath, stent or vascular graft). According to the instructions for use, which is not intended as a mitigation, users are instructed to discard the device if the balloon does not maintain pressure. Neither the phr review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.